Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Lock h11: investigation analysis: the returned polaris loop ureteral stent was analyzed, and during the inspection, it was found that the stent bladder coil was detached, which did not confirm the reported event "stent shaft break". Based on the most relevant information, the analysis performed to the returned device, it is possible to conclude that this problem could be caused by operational factors. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and confirmed that the event of "stent shaft break and stent coil detached/separated" was defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the results of the device evaluation, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a polaris loop ureteral stent was to be used in a lithotripsy for left renal calculi procedure. During unpacking, it was found that the stent was fractured into two parts. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a polaris loop ureteral stent was to be used in a lithotripsy for left renal calculi procedure. During unpacking, it was found that the stent was fractured into two parts. The procedure was completed with another of the same device and there were no patient complications reported.